Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had an infrared sauna about 2 weeks ago. The patient stated since their sauna use, instead of charging for 1 hour, they connect to the recharger and see coupling bars, but the battery is full after 5 minutes. The patient was wondering if the sauna was charging their ins. The patient also noted after noticing the charge difference, there was a return of pain. The patient described the stimulation sensation as a numbness that stops the pain. They stated any leg activity results in numbness and not just stimulation, however the pain was starting to come through the numbness. The patient clarified the numbness was not a symptom, but was a description of blocking the pain. The patient stated the issue was the pain was no longer being blocked and they don't feel ¿numb/stim¿ like it would be on. No further complications were reported.